Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. A test baton was connected to the monitor and the monitor was powered on; the image was good. The baton's cable was wiggled / flexed with no results. The monitor was attached to a rolling cart and the back casing was flexed with no failure. The backshell / input connector was replaced as a precaution. A test baton was plugged in and all tests were performed again; the correct image appeared on the screen. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the video cut out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.